Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare used during an endoscopic mucosal resection and endoscopic submucosal dissection procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare loop broke. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: (B)(6). Block h6: problem code a0401 captures the reportable event of snare loop broken. Block h10: investigation results a captivator large oval med stiff snare was received for analysis. Visual inspection of the returned device and media inspection of the photo provided revealed that the loop was broken and was blackened/burned. Electrical test was performed and the device passed. No other problems were noted. The reported complaint of loop break was confirmed since the analysis of the device found the loop was broken and burned. This could be due to an excessive application of power during the process, which caused an overheating and the burn and break of the loop. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure. This is defined as the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare used during an endoscopic mucosal resection and endoscopic submucosal dissection procedure performed on june 27, 2022. During the procedure and inside the patient, the snare loop broke. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.